Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The returned sample was evaluated and confirmed ballooning and elongation between the 21 centimeter and 23 centimeter depth markers. The tubing did not exhibit kinks or crimps. Complete occlusion from dried material was observed at the cut ends. Dried material was also present in the enfit connector, and a small amount of dried material was observed along one side of the bolus tip; however, the bolus tip itself was not occluded. Root cause was attributed to user-related inappropriate use. The returned sample confirmed complete occlusion from dried material, and the reported condition involved attempted clearing of the occlusion with sodium bicarbonate solution. The instructions for use state that if the tube becomes clogged, clearance should first be attempted by aspiration with a sterile syringe, and vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 03 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "to resolve the blockage, the tube was flushed with a baking soda solution, but the blockage was not cleared. So, the tube was removed. Upon removal, a white bulge was observed in the tube. When the tip was cut open, it was found to be clogged with medication. The medications were magmitt and dayvigo." No patient injury reported.